Event description:
Per the clinic, the patient experienced poor magnet retention. Subsequently, the patient was administered thrice with steroid injections (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.